Event description:
It was reported that the catheter separated. During a procedure, the catheter got separated. No patient complications reported. The patient's condition is fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the catheter was returned with the sheath, imaging window section detached from the telescope section of the device and the luer lock. The imaging core was not able to be reinserted back into the sheath assembly. The checkvalve was missing from the hub. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the catheter separated. During a procedure, the catheter got separated. No patient complications reported. The patient's condition is fine.